Manufacturer narrative:
On-site investigation was performed. According to provided information in service report, the turbine module input voltage error did not reoccur. The device was delivered to the user in working condition. Technical error 68 indicates a turbine module input voltage failure and that the turbine has stopped. The device's logs were not available for further analyze. Unfortunately as the cause of the alarm activation is unknown, the cause could not be determined. A correction of field # h6 - component codes was required. H6 - component codes: previous component codes - component codes: mechanical/fan/blower//4736, corrected component codes - component codes: others/part/component/sub-assembly term not applicable//4755.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating turbine module input voltage failure. There was no patient harm. Manufacturer's ref. #: (B)(4).